Event description:
It was reported that the physician had difficulty placing a patient's lead during a procedure. The lead was attempted twice but the helix would not extend after multiple turns. The lead was then explanted and table tested, however, the helix would still not extend after many turns. The attempted lead was replaced. No patient complications have been reported as a result of this event.<(><<)>end>

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the visual summary analysis of the lead indicated stretching and also indicated damage at implant. The analysis comments also noted that the helix was able to be extended and retracted; however, turns to extend and retract the helix was out of specification due to the lead returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.